Event description:
It was reported that a warning was triggered due to low impedance on the right ventricular (rv) lead which led to a polarity switch which led to pocket stimulation. There was also some oversensing and noise on the lead. The lead will be reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).